Event description:
Additional information received from the consumer reported that the cause of the heating was not determined. The patient stated it always gets hot and removing the battery to let it sit is the only temporary solution. The cause of the implant depleting quickly was not determined.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot# serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the charger is super hot to the touch and the battery goes from 100 percent battery to 60 or 40 instantly. Charging has been intermittent at best. Battery has been taken out of the recharger and put back in to see if that would reset anything. Patient was told to adjust the recharge temperature in their about menu to 3. Patient advised that this will take longer, but to monitor and see if they still get the heat. Cause is not known, issue is ongoing. Rep scheduled a meeting with the patient to see if they can help with calling and troubleshooting.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components is the recharger. Product ID 97755-s , serial# unknown , product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep on (B)(6) 2024. They reported the serial numbers of the patient's controller and rtm were not known. The rep clarified that the battery pack was the device that was super hot. They also clarified that the ins charge was going from 100% to 60% charge, not the controller charge. The cause of the controller battery getting hot was not determined. The rep did not know what actions were necessary to resolve this event. The rep stated the issue has not been resolved. The pt had canceled or not shown up to three appointments. The rep had reached out to the pt to set up time to try and determine the cause of this issue but the pt has not responded to the rep. The rep confirmed that the hcp has been made aware of this event as well as the fact that the pt had not kept the scheduled appointments with the rep.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# unknown. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.